Event description:
It was reported during a tfn procedure the 130 degree aiming arm's knob broke off. Another arm was selected and the procedure was completed. The piece was retrieved, however, the hospital discarded the product.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.